Manufacturer narrative:
One device was received. Visual inspection noted a cracked enclosure and tank cover. Worn out line cord. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The device leaked confirming the complaint. A root cause was a cracked enclosure near the drain fitting however, it is unknown how it became damaged. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Actions taken; replaced the enclosure, tank cover, and line cord. Performed preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
UDI section of d4 is unknown. Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer is leaking water. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.